Manufacturer narrative:
The investigation is not completed. The exact cause of the reported event could not be conclusively determined at this time. No other information of the event could not be obtained. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during cut of the papilla at the 2nd times using the subject device, the cutting wire was broken off and the insulation was also missing. The intended procedure was completed with another device. There was no patient injury reported. The customer reported that the other 4 products also was broken off and the insulation was missing from the last few weeks. This is the second report of five devices.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The investigation confirmed the reported device problem. The cutting wire was broken and appeared scorched and melted. Additionally, the coated portion of the cutting wire was torn. The length of the coated portion of the cutting wire, and the cutting wire itself, were normal. There were no missing parts in the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it was probable that the issue occurred according to the following mechanism: 1. The cutting wire, at a torn area of the coated portion, came into contact with the distal end of the endoscope while the forceps elevator was raised. 2. The output was activated as described in (1), and the cutting wire became hot instantly. This caused the cutting wire to break. The tear of the coated portion of the cutting wire was reproduced. It was thought that the tear occurred according to the following mechanism: 1. The forceps elevator of the endoscope was raised. 2. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. 3. As described in (2), the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. Additionally, the slider was pushed more than needed. This caused the cutting wire to deflect. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor field performance for this device.

Event description:
The following events are related; refer to patient identifiers: (B)(6).